Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not working because they were stuck. Customer's blood glucose level was 496 mg/dl. The customer treated their blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm noted during testing. However, unit had intermittent act button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, scratched case, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.